Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the vena cava filter was indicated for patient with an upcoming bariatric surgery and a history of dvt. Access was gained to the right common femoral vein utilizing a modified seldinger technique. A venacavogram demonstrated the vena cava diameter less than 2.6 cm and without thrombus. The filter was deployed in standard fashion. Pressure was held for hemostasis and the patient tolerated the procedure well. Approximately eight years nine months post filter deployment, the patient presented to the ER with chest pain, shortness of breath, nausea and vomiting. Cardiac catheterization demonstrated what appeared to be detached filter limbs. A CT scan performed four months prior was reviewed and demonstrated the filter with two missing limbs. Cardiothoracic surgery consulted and determined that one of the detached filter limbs appeared to be located in the right ventricle and the location of the other detached filter limb was unknown. There was no indication for removal of the detached filter limbs or the filter at that time and conservative therapy monitoring was recommended. Per the medical records available for review, the ivc filter and two detached filter limbs have not been removed and no retrieval procedures have been attempted. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed for history of dvt and in preparation for bariatric surgery. Approximately eight years and nine months post filter deployment, cardiac catheterization demonstration what appeared to be detached filter limbs. A CT scan performed four months prior was reviewed and demonstrated that two limbs were missing from the filter. Based on the medical records, the investigation is confirmed for detached filter limbs. Per the medical records, the patient had bariatric surgery while the filter was implanted. Therefore, it is possible that procedural issues contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately eight years nine months post vena cava filter deployment, the patient presented to the ER with chest pain, shortness of breath, nausea and vomiting. Cardiac catheterization and review of a prior CT scan demonstrated the filter with two detached limbs: one limb was located in the right ventricle, and one limb was unaccounted for. There was no indication for removal of the filter or detached filter limbs at that time and conservative therapy monitoring was recommended. No additional information surrounding this event was provided in the medical records received.